Event description:
It was reported that stent damage occurred. Vascular access was obtained via right radial artery. The patient underwent coronary angiography which revealed a de novo target lesion with >80% in the proximal left circumflex (lcx) and >65% in the mid lcx. After the lesion was predilated using an unknown 2 x 9mm balloon catheter, a 12 x 2.75mm taxus liberté stent was advanced to the proximal lcx but failed to cross the lesion and the stent was damaged. The procedure was completed with the deployment of a baremetal stent with guideliner support. Final angiography revealed a timi flow iii. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right radial artery. The patient underwent coronary angiography which revealed a de novo target lesion with >80% in the proximal left circumflex (lcx) and >65% in the mid lcx. After the lesion was predilated using an unknown 2 x 9mm balloon catheter, a 12 x 2.75mm taxus¿ liberté¿ stent was advanced to the proximal lcx but failed to cross the lesion and the stent was damaged. The procedure was completed with the deployment of a baremetal stent with guideliner support. Final angiography revealed a timi flow iii. No patient complications were reported and the patient status was stable.